Manufacturer narrative:
On november 05th 2024 we have received the item involved in the event. Visual inspection performed by r&d project manager. During posterior vertebra fixation technique, it is not uncommon that a portion of vertebra bone can fracture during insertion of screws. Basically, bone fracture can be reasonably affected due to the screw entering point, the screw trajectory, the specific vertebra anatomy and dimension, the related bone density, the preparation of screw path as well as the overall dimension of the screw. Based on the available information, it was assumed that the initial screw trajectory as well as the bone density were determining a potential risk for bone fracture. As reported, change of screw trajectory and screw size it was possible to position the screw without additional issue.

Manufacturer narrative:
Batch review performed on 02-oct-2024: lot 2229965: (B)(4) items manufactured and released on 01-feb-2023. Expiration date: 2028-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
During the spine surgery, a bone fracture was observed while inserting the must mini polyaxial screw 3.5 x 14. Another screw was used, also changing the screw trajectory. The surgery has been completed successfully. 10 minutes delay. Total surgery time 4 hours. The bone seemd to be hard.